Event description:
Customer called reporting one of her buttons was not working. Her blood glucose is 202 mg/dl. She stated that the device alarmed button error. She could not clear the alarm. None of the buttons are responding. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.